Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system. [Inspection of the endoscope] - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] -inspection of air/water valve function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera colonovideoscope's suction cylinder and objective lens had scrapes and scratches. It was added that its angle play was missing and its switch was deformed. There was no report of patient harm. The device was returned, evaluated, and a foreign object was found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
E1) establishment name: (B)(6) hospital. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned to olympus for evaluation and the customer's allegations were confirmed: the suction cylinder was found to be shaved, the objective lens was chipped, the play of the upward downward knob was out of standard value due to wear of the angle wire, and the switch had a scratch. In addition to the foreign object found due to insufficient cleaning, the additional evaluation findings are as follows: water tightness was lost due to damage on the guide pin of the electrical connector; the control unit had discoloration; the forceps channel port was shaved; the bending in the up direction did not meet the standard value due to the wear of the angle wire; an abnormal sound was made due to damage on the upward/downward knob; the adhesive on the bending section cover had a chip; the suction volume did not meet the standard value because the suction cylinder being shaved; and the electrical connector had discoloration due to water leakage. Lastly, scratches were found on the following parts: the zoom connector, the upward/downward knob, the forceps elevator knob, the forceps elevator lever, the right/left knob, the plastic distal end cover, the flexibility adjustment right, the suction connector, the universal cord, the control unit, and the connecting tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.